Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the device was showing low battery warning. Patient has therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was replaced to address this issue.